Manufacturer narrative:
Complaint conclusion: during the use of a 7x40mm powerflex balloon catheter to the superficial femoral artery (sfa), it was reported that the balloon did not inflate at all. A new same size balloon was used to complete the procedure. There was no report of patient injury. Per the product analysis, balloon leakage was observed approximately at balloon proximal end. The target vessel/lesion characteristics are unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. Leakage was not noted from the balloon, shaft, hub, or unknown segment. To the customers knowledge the balloon was in perfectly good condition removing it from the hoop, but it never inflated in the body. A non-sterile powerflexpro 7mm4cm 135 catheter was received coiled for analysis inside a plastic bag. Per visual analysis, the balloon seemed to have been previously inflated/deflated. No other anomalies observed. Leak test was performed. Water was applied to the catheter and balloon leakage was observed approximately at balloon proximal end. Sem analysis results showed the leakage was caused by a rupture on the balloon proximal section. The external surface of balloon presented evidence of scratches near to the balloon rupture and it¿s very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface and proximal marker band did not present any evidence of damages. No other anomalies were found during the sem analysis. A device history record (DHR) review of lot 17604980 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-inflation difficulty - unable to inflate¿ was not confirmed through product analysis since a ruptured condition was noted in the balloon. The reported ¿balloon-damaged - during use¿ was confirmed due to the rupture condition of the received unit. The exact cause of the rupture condition of the balloon and reported inflation difficulty could not be conclusively determined during analysis. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the rupture as evidenced by the scratch marks noted during sem analysis. However, procedural/handling factors may have contributed to the inflation difficulty reported since the customer stated that leakage was not noted from the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a powerflex balloon catheter (7mm x 4cm) to the superficial femoral artery (sfa), it was reported that the balloon did not inflate at all. A new balloon of the same size was used to complete the procedure. There was no report of patient injury. The product will be returned for analysis. The target vessel/lesion characteristics are unknown. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The contrast to saline ratio was 50/50.  The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve.  There was no resistance/friction while inserting the balloon through the guide catheter. Leakage was not noted from the balloon, shaft, hub, or unknown segment. To the customers knowledge the balloon was in perfectly good condition removing it from the hoop, but it never inflated in the body. Per the product analysis, leak test was performed and water was applied to the catheter. Balloon leakage was observed approximately at balloon proximal end.